Event description:
It was reported that the pt has experienced a return of symptoms for the past 48 hours. It was later reported that the pt experiences a loss of therapeutic effect in the morning, but the evenings are very good. The pt was at home in fair condition. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).